Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to an interlink system extension set in which a leak occurred. According to the report, "the nurses in labor and delivery are experiencing leakage at the connector." It is unknown when this condition occurred or if there was any patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.